Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr = 1.1, 2nd inr = 3.2, mean = 2.15, sd = 1.48, %cv = 69.07. Since 69.07% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Data analysis of cv% calculation from comparison test data provided by end-user revealed both tests did not meet precision criteria. No product is expected to be returned. Precision test done on case# (B) (4) indicated product deficiency was not established in retain strips lot# 223042. There is no sufficient info to determine the root cause of customer's test result discrepancy. As of 03/02/2010, 5 discrepant results complaint was reported for lot# 223042 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time. Investigation results. Precision: for each pair of replicates for each sample on strip of 223042, mean and standard deviations were calculated. In-house test results have 2.84% and 4.17%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.1, lab: 3.2.